Event description:
The product complaint report shows the customer alleged that the audible alarm was intermittent. Co's technical support specialist suggested that the customer remove and replace the power switch and verify the integrity of the alarm assembly. The customer replaced the power switch and reported that the unit was returned to service after passing its performance verification tests. This report is not an admission by co that this device caused or contributed to the event alleged in this report.